Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead delivered inappropriate shocks due to a suspected fracture. The lead had high pacing impedance, a high number of short v to v intervals and showed noise. The lead was turned off and remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.